Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, post successful valve deployment and after withdrawal of the commander delivery system, it was noticed that the distal portion of the push catheter was not attached to the commander delivery system and was covering the balloon. It was noted that there were no issues with deployment of the balloon. There was also no difficulty withdrawing the delivery system post valve deployment. There was no adverse event. The patient was stable and sent to the post anesthesia care unit (pacu).

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned commander delivery system device revealed a kink by the default maker that was likely due to packaging. There was a second kink noted between the proximal flex shaft and the handle. The flex tip was noted to be completely separated from the distal flex shaft and over the triple marker on the crimp balloon. There was evidence of a lack of heat treatment/complete bonding on the proximal side of the flex tip/flex shaft bond. Imagery was also provided for evaluation. A review of the provided device imagery revealed the flex tip had separated from the flex shaft. A review of the patient anatomy imagery revealed there was calcification present in the landing zone and there was slight tortuosity present in the access vessels. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the separation of the flex tip from the flex shaft was confirmed based on returned device and imagery evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU/training materials revealed no deficiencies. Per event description, "post successful valve deployment and after withdrawal of the commander delivery system, it was noticed that the distal portion of the push catheter was not attached to the commander delivery system and was covering the balloon." During the manufacturing process, the flex tip is bonded to the flex shaft using a thermal die bonding system heat treatment. A flex tip/flex shaft bond separation with inadequate heat treatment (as evidenced by minimal stretching of the material at the bond site) indicates that the manufacturing process was done incorrectly and/or was incomplete. If the flex tip to flex shaft bond is not processed correctly, tension on the flex shaft (such as pulling back the flex catheter, withdrawal, and/or other maneuvers) may cause full separation of the flex tip from the flex shaft bond, as observed on the returned device. In this case, the event was confirmed. Investigation results suggest/indicate that factors related to manufacturing (inadequate heat treatment of flex tip/flex shaft bond) likely contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated to further investigate and assess the risks associated with this reported issue. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time. However, as a pre-cautionary measure, an awareness communication was performed.